Event description:
The pt felt jolts when his implantable neurostimulator (ins) was turned on. As a result, he did not use his ins very much. The ins was interrogated and the impedances were out of range. An x-ray was taken that confirmed the leads had not migrated. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
Analysis of the stimulator (serial # (B)(4)) revealed no anomaly. Analysis of the leads (lot #s v124354015 and v171449024) r evealed they had been cut through. Only the proximal segments were returned and were found to be functionally okay.

Event description:
Additional information received reported, the patient's entire device system was explanted on (B)(6) 2012. It was reported, there was a "malfunction lead secondary to open circuit."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported pain at connector site, secondary to open circuit. Open circuit is on lead.

Event description:
Additional information received noted the patient outcome was resolved without sequelae. Resolved date: (B)(6) 2012

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.